Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that insulin pump had cosmetic damage. Customer's blood glucose level was 136 mg/dl. Customer stated that insulin pump rattles when they shake it. Customer stated that there was a reservoir inside the pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform functional test or verify audio / beep anomaly due to physical damage. No unexpected rattle ling or loose components found inside case per visual inspection.